Event description:
The customer called for help with his new contour meter. While performing control tests, the customer received a result of 234 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.